Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). While the reported issue was confirmed during the log evaluation, the exact root cause could not be determined nor reproduced during investigation.

Event description:
As reported by the user facility: during an integration go-live event at (B)(6) hospital, a nurse in the micu reportedly encountered device alarm 2042 during a norepinephrine infusion. The medication was levophed 4 mg in 250 ml 0.9% sodium chloride. We did not witness the alarm, the nurse reported at approximately 2:30am on 5/19 and reported that alarm 2042 was displaying on the pump. There were 12 rate/dose change mar actions before the issue was reported.